Event description:
The customer stated that the device and the base caught fire and are burned and melted. No one was hurt. A request was made for the return of the subject device and replacement product was sent. A repquest was made for the return of the suspect device and replacement product was sent.